Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump may not be working correctly. The customer¿s blood glucose was 370 mg/dl at the time of incident and 270 mg/dl at the end of the call. The customer provides details regarding symptoms of their high blood glucose episodes such as frequently urination. Customer was treated with manual injection. Customer did not alleging insulin pump was under delivering. Customer stated that the performed high pressure test and the test passed. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.